Event description:
It was reported that when connecting the patient from the batteries to the power module, the heartmate touch (hmt) recognized the connection. The screen that stated "please connect the controller to the power module to continue" showed a grayed out continue button. Multiple power modules with different patient cables were used with the same result. No obvious damage to the patient's system controller cable connections could be visualized. The hmt recognized the backup system controller. The system controller was exchanged with successful connection.

Manufacturer narrative:
Section a4: patient weight not provided. No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller not being able to properly communicate with the system monitor was confirmed via analysis of the returned system controller. The returned system controller (serial number: (B)(6)) was connected to a test system monitor and test power module and proper communication between the controller and monitor could not be established. The electrical integrity of the wires in the controller¿s white power cable were evaluated, revealing that the data transmission wire was electrically open, which would result in the observed communication issue. The system controller power cables were then replaced with known working power cables and the communication between the controller and the monitor was successfully established. After replacing the power cables, the controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The communication issue between the system controller and the system monitor was determined to be due to a broken data transmission wire in the white power lead. Although not conclusively determined, the observed underlying wire damage may have been associated with repetitive bending of the power cables during use over time. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU (rev. D) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook (rev. A) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.